Event description:
It was reported that following an an affera ablation procedure, the patient developed pneumonia, which required a prolonged hospitalization and administration of intravenous antibiotics. The pneumonia occurred post ablation. An assessment determined that the adverse event was possibly related to the study procedure but not related to the sphere-9 catheter or the transseptal puncture. The patient recovered and was discharged from the hospital six days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.